Event description:
Pt enrolled into the trial. Allergic reaction to device materials, symptoms of fever, left neck pain and swelling, hypoxia. Left carotid stent was placed 2008. Pt was discharged to home the next day, but presented to his local emergency department the following day, with pain and swelling (l) neck. It is reported that the pt had a nickel allergy. No injury reported.